Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. The customer filled the cartridge with 160 units of insulin. During troubleshooting with tandem technical support the customer admitted that it was possible that the cartridge was under-filled. The customer added more insulin and completed the cartridge load successfully. The customer could not recall if blood glucose was impacted.